Event description:
Drug/diluent: ropivacaine. Fill volume: unk. Flow rate: 3 ml/hr. Procedure: knee replacement. Cathplace: femoral nerve. Reference 2026095-2012-00142 ((B)(4)). It was reported that two pumps with the same lot number had a bolus button that would not stay down. There was pt contact, but there was no adverse event.

Manufacturer narrative:
Method: the returned pump was received full (with medication) and missing the distal lure cap and priming key. A catheter was returned with the pump. The bolus unit was subjected to functionality testing and performed within specification. Results: the customer complaint of "bolus button would not stay down" was not confirmed. Conclusions: a review of the device history records (DHR) was conducted for the lot number and incident reported. The device passed all manufacturing specifications prior to release. Although the complaint was not confirmed, this product is under recall.